Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the return lens sample shows the lens is cut in half, most probably to make lens remove and replacement possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions were within specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure as the patient's capsular bag broke. The patient required a vitrectomy. The lens was replaced with an anterior chamber lens and the patient was reported as fine. Further follow up was provided and noted that they were not sure if the capsular bag tore because of patient anatomy or a product malfunction. No further information was provided.